Event description:
It was reported that the patient recently experienced a "really bad" shocking sensation while standing next to a security detector. The patient felt as though the implantable neurostimulator was being pulled toward the security detector. Afterwards, the patient had "terrible" pain in the lower abdomen and vagina. The patient, then, turned off the device and the pain resolved. It had never been necessary to, previously, turn off the device. The patient had "a few" previous incidences of shocking and a "prickling" sensation. For the next 14 days, the patient felt an uncomfortable "prickling" sensation over the device implant site, in the right buttock. Impedance readings were 3,600 ohms for all of the lead combinations. It was noted that impedance readings were 1,189 ohms, "right" after implantation of the device; and 782 ohms, 14 days after device implantation. The device battery's longevity was noted to be, at least, one more year. The lead was placed in the patient's right s3 vertebra. The patient's device was "mostly" set at 4 volts. There was no injury to the patient. A new device system "may" be implanted in (B)(6) 2012. No information was provided related to the patient's outcome. Additional was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3093 lot# unknown implanted: unk explanted: na.